Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pulse generator exhibited backup operation due to the device being exposed to electromagnetic interference (emi) on (B)(6) 2012. After a software download, normal function resumed. On (B)(6) 2013, it was reported that the pulse generator exhibited premature eri. Device error log was required for further investigation.